Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that when the pump was plugged into a power source, the pump did not recognize the power source and would not charge. Subsequently, the customer was able to charge the pump using the same supplies. In addition, after the customer was able to charge the pump it was reported that the pump battery gauge jumped from 20% to 100% battery life. The customers blood glucose (bg) level was impacted (51 mg/dl) the customer drank juice and consumed peanut butter to stabilize bg level. It was indicated that the customer would continue to use the pump until the replacement arrives.